Event description:
Per the clinic, the patient¿s internal magnet has migrated. Revision surgery to replace the internal magnet is planned but had not taken place at the time this report was file.

Manufacturer narrative:
Implanted device remains.

Manufacturer narrative:
Per the clinic, the patient underwent revision surgery to reposition the magnet on (B)(6), 2010. The patient resumed use of the device and no further issues were reported.this report is filed august 2, 2013. Implanted device remains.